Event description:
A customer contacted beckman coulter inc. (Bci) to report an electrical burning smell coming from an access 2 immunoassay analyzer. The customer shut down the unit after noticing the smell. No report of injury was reported.

Manufacturer narrative:
Customer is not questioning any assays or patient results. The customer did not note smoke, sparks, and/or flames. On (B)(4) 2011, a bci field service engineer (fse) found the instrument power supply to be faulty. Fse replaced the power supply and verified system performance to published specifications. Hardware has been determined to be the root cause.